Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the side clamp of the mayfield spine table adaptor metal (a2600m) does not secure properly on bed rail. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
UDI: (B)(4). Mayfield spine table adaptor metal (a2600m) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the base handle was out of adjustment, and not holding correctly. The 6-inch transitional member was not present with the device, and will need replacement. This unit requires preventive maintenance, repair, and replacement of component(s). No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.